Event description:
It was reported per call report that the intra-aortic balloon pump (iabp) was not on a pt. The screen was showing multiple vertical and horizontal colored lines. The clinical engineer had already checked the umbilical connection to monitor head and powering down. The clinical support specialist (css) instructed the clinical engineer to flip the circuit and back with no change to the monitor. The engineer's main concern was having a pump out of service and he stated that they needed another pump in the meantime until this (pump) was fixed. The css explained that the earliest a pump could get to them would be tomorrow ((B)(6)) and that was contingent on the sales representative's ability to bring a demo pump to them. The engineer would like the sales rep to call the clinical engineering department first thing in the am to discuss options. The engineer would also like field service to call today because, he was not trained on the pump.

Manufacturer narrative:
(B)(4). Product will not be returned for eval.